Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5(cp5). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on the software revision installed at the time of the event, the root cause was determined to be related to the software of the equipment. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) showed blanc screen during priming. There was no patient involvement.